Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The inspiratory channel was cleaned as recommended in the service manual. The ventilator passed all functional and safety tests and was cleared for clinical use. No parts were replaced. Ventilator logs were downloaded. The investigation of the provided technical log confirms the reported technical error code. No other technical error codes were generated. The ventilator passed pre-use check prior and after the event according to the test log. The root cause of the reported technical error code has not been conclusively determined, but most likely some contamination in the inspiratory channel made the safety valve detected as open without the fulfilment of the conditions for opening the valve.

Event description:
It was reported that during patient treatment, the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. (B)(4).